Event description:
It was reported that the patient may have received an inappropriate shock for fast atrial fibrillation (af)/supra ventricular tachycardia (svt) the implantable cardioverter defibrillator (ICD) detected as ventricular fibrillation (vf). It was additionally noted the right ventricular (rv) lead exhibited t-wave oversensing (twos) during another episode. The patient was admitted to the intensive therapy unit (itu), and the ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: 1788tc lead implanted (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.